Event description:
Intermittent loss of capture was previously observed. The reporter also stated that complete loss of sensing was observed for the first time. The rep. Was notified, and no further info was obtained.